Event description:
Customer reported that she had high blood glucose of over 400 mg/dl because her insulin pump was not delivering the correct amount of insulin. Customer stated that her insulin pump buttons were not responding and did not let her deliver the bolus or do anything. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.